Manufacturer narrative:
(B)(4). Concomitant products: unknown ml taper kinectiv neck, unknown continuum shell, unknown ceramic liner, unknown ceramic head. Literature- yi, j., md,phd, han, k., md, phd, nam, y., md, and kim, k., md, phd. (2016). Result of modular necks in primary total hip arthroplasty with a average follow-up of four years. Hip and pelvis, 142-147. Doi:https://doi.org/10.5371/hp.2016.28.3.142. (B)(6). The investigation is still in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event please see associated products: 0001822565-2017-02856, 0001822565-2017-02857, 0001822565-2017-02858.

Event description:
It was reported that post-operative radiographic results revealed that there were leg length discrepancy greater than 5 mm in 3 patients hips. No revision has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.